Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm f38" was confirmed in the sample evaluation. The cause of the problem was that the right and left tube misloading sensors were damaged. The tube misloading sensors were replaced to correct the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that presented "alarm 38". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).